Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "always confirm that the decimal point placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you."

Event description:
It was reported that the customer entered a .5 unit per hour basal rate instead of a .05 unit per hour basal rate due to user error. Customer experienced a low blood glucose (bg) level of 45 mg/dl. Customer took no action to address low bg. Tandem technical support guided the customer through correcting the basal rate to address the event.